Event description:
The customer reported via phone call that he was hospitalized twice due to the insulin pump not working and high blood glucose. The customer was first hospitalized in (B)(6) 2015. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer expressed dehydration, leg cramps and frequent urination as symptoms of his high blood glucose. The customer was treated with fluids and an IV drip. While troubleshooting, the customer mentioned that the drive support cap appeared normal and that the bolus history of the insulin pump displayed all appropriate entries based of the customer's memory. The customer was also hospitalized in (B)(6) 2015 due to high blood glucose of over 700 mg/dl. The customer experienced high blood pressure, frequent urination, dehydration and leg cramps. The customer was treated with an IV drip and fluids. The customer stated he did not have a pancreas. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.